Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited scratched in plastic distal end-cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to physical stress applied to the distal end; however, a definitive root cause was not determined. The event can be detected/prevented by following the instructions for use which state: operation manual_ important information ¿ please read before use. Olympus will continue to monitor field performance for this device.